Manufacturer narrative:
Product complaint (B)(4). Investigation summary it was reported that the brown acetabular cup handles, straight and curved are "leaking oily substance." This was the response from the spd department after the instruments had gone through the auto wash cycle. Apparently the older brown handles have a more loose fit to the metal shaft which could cause fluid to seep. Did not happen in surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that the the overall appearance of the device is worn. Due to the device was manufactured in 2007, the device has been in service over 10 years and shows signs of heavy repeated used. Therefore, the potential cause for failure is traced to end of life. No evidence foreign substance or material were observed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was unconfirmed as the observed condition of the duraloc str cup impactor would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code provided (7/07*)is not a finished goods lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the brown acetabular cup handles, straight and curved are leaking oily substance. The older brown handles have a more loose fit to the metal shaft which could cause fluid to seep. Did not happen in surgery.